Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's mother reported via phone call that the insulin pump stopped functioning properly. The device had restarted without warning and the patient had to reprogram the time and date. The mother also mentioned that the act button was often unresponsive and needed to be pressed multiple times in order to activate. The patient experienced blood glucose values in the 500 mg/dl range when the insulin pump issues occurred.